Manufacturer narrative:
The device history record has been reviewed and no nonconformities or anomalies related to this event were identified. Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the iol developed tilt(z-syndrome) in both eyes, 6-8 weeks post op, with vision change. The orientation of the lens changed. The inferior optic edge with anterior tilt was noticed approximately 8 weeks after implantation and the vision was gradually progressive changing over a few days. The original procedure was not complicated in any way. The original incision size was 3.0 with no incision enlargement. Both lenses were removed and replaced. For the right eye was replaced with a lens of a different model and different diopter, approximately two months after implantation. In the surgeon¿s opinion the cause of the event is capsule contraction post-op, resulting in iol tilting and refractive myopia with astigmatism. The patient outcome is good. Right eye is stable one day post-operative after iol exchange. This investigation is for the patient¿s right eye.

Manufacturer narrative:
Additional info: this report encompasses the investigation for the patient's right eye. The lens was not returned for evaluation. Therefore a product evaluation could not be conducted. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time. Based on the available information a root cause for this report event could not be determined.

Manufacturer narrative:
Additional info: the lens was returned for evaluation. Visual inspection found only half of the lens was returned. One plate was attached to the returned piece of the optic. One haptic arm on the plate was bent. The rest of the lens and the delivery device were not returned. The product evaluation could not verify the failure mode due to the condition in which it was returned. The conclusions from our previous reports remain unchanged. Based on the information provided, we are unable to determine a root cause. No corrective action is required at this time.